Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a universe reverse procedure the tip of the screwdriver broke off. The screw was already fixed tightly. The tip still remains in the screw in patient. The surgery was finished successfully with the same device which was used anyway. It was not necessary to switch the surgical technique or do a second surgery. Update 02-may-2019: the remaining fragment is fixed and cannot move inside patient. There are no consequences for patient.

Manufacturer narrative:
Complaint confirmed, the drive was found to be missing the distal end and to be twisted. The most likely cause(s) of this type of event include continually applying torque when the implant is not properly aligned, leveraging, or torquing while leveraging the device. It was not reported whether or not a torque indicating adapter was used with this device, which is recommended to prevent over-torquing that can lead to driver damage.